Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s act button had to be pushed more than once. The customer¿s blood glucose level was unknown. The customer also reported that they had to change batteries every week, scratches on casing and back light had dimmed. The device will not be returned for analysis.